Event description:
On(B)(6) 2013, the surgeon performed a right si joint arthrodesis on the patient placing three ifuse implants. The patient initially did quite well immediately after the si joint fusion with good relief of her si joint pain complaints. The patient began to complain of symptoms of the same nature and in the same location as her initial si joint pain three months post-op. The surgeon believed that this was a late recurrence of symptoms. The patient was non-compliant during the early post-operative period and did not follow orders regarding protected weight bearing and did not stop smoking. On (B)(6) 2014, the surgeon performed a second surgery. He initially was going to attempt to pack the joint with bone graft around the implants, but decided intra-operatively to remove all three implants. He packed the defects created from removal of the implants with bone graft. He then placed a single large screw from the dorsal sacrum across the si joint into the ilium. Per si-bone vp of medical affairs: "medical evaluation shows this to be a case of late recurrence of symptoms. There are patient factors that may have played a part in the recurrence of symptoms. The patient is at increased risk for failure of fusion given her history of smoking and given her non-compliance with the recommendation to be on protected weight bearing status after the initial surgery."

Manufacturer narrative:
Removed implants were sent to a third party laboratory for histological analysis. No structural analysis was performed. Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and (B)(4) the most probable root cause is symptomatic late recurrence of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7030-90, lot# 8004003696001, manufactured 07/18/12, expires 2015-08. Ifuse implant, p/n 7035-90, lot# 8047003363006, manufactured 05/01/12, expires 2015-07. Ifuse implant, p/n 7045-90, lot# 8175003938013, manufactured 08/31/12, expires 2015-10. Third party histological analysis.